Manufacturer narrative:
The analyzer serial number is (B)(6). The customer suspects an interfering factor in the patient sample. The investigation is ongoing.

Event description:
There was an allegation of questionable total protein urine/csf gen.3 results for 1 patient urine sample on a cobas c 503 analytical unit. The customer questioned the initial result as a negative protein result was expected. The initial result was 93.8 mg/dl. The sample was repeated on another c503 analyzer in another laboratory and the result was 93.8 mg/dl. The sample was repeated again on a u601 analyzer and the result was negative.

Manufacturer narrative:
Section a2 and a3 were updated, as well as patient medications. Calibration was last performed on (B)(6) 2025. The qc recovery data provided was within specification. Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event was found to be consistent with a patient sample issue.